Manufacturer narrative:
The investigation determined that the most probably root cause was user error.

Event description:
It was reported by an onkos sales representative that a patient is scheduled for revision surgery on (B)(6) 2025 due to an alleged use error wherein the distal femoral stem implanted by the surgeon was inserted to be interfering with the existing proximal femoral stem, resulting in pain.

Event description:
It was reported by an onkos sales representative that a patient is scheduled for revision surgery on (B)(6) 2025 due to an alleged use error wherein the distal femoral stem implanted by the surgeon was inserted to be in contact with the existing proximal femoral stem.

Manufacturer narrative:
Additional information will be submitted in a supplemental report after the revision is performed.